Manufacturer narrative:
Conclusion: the reported event resulted from an anomaly in the programmer software. It will be corrected in the next release of the programmer software ((B) (4)).

Event description:
The physician used a programmer feature enabling to reduce a flutter during a follow-up. Whereas the duration of the pacing "salve", occurring in the frame of this feature, was shorter than the programmed value.